Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. Upon arrival, the device met all manufacturer specifications for nitric oxide delivery, monitoring performance, and overall functionality. No faults or out-of-specification conditions were identified during the evaluation. As part of the investigation, the device's log file was reviewed and confirmed the occurrence of minor fluctuations in the monitored nitric oxide concentration. The majority of the observed fluctuations were within approximately ±5 ppm of the target dose of 20 ppm. The log data did not identify a definitive cause for the observed fluctuations. Based on the limited information available from the hospital and the results of the device evaluation, a definitive root cause for the reported event could not be determined. No device malfunctions or manufacturing defects were identified. A review of complaint history for this type of event indicated that the occurrence rate remains within established control limits.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a patient using the (d4) device, fluctuations in the monitored no concentration were observed. A good faith effort was made to obtain additional details from the hospital. However, no further information regarding the event was received. No harm to the patient or sustained changes in the patient's clinical status were reported.